Event description:
Ventricular noise oversensing was reported.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Ventricular noise oversensing was reported. Investigations are required.